Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2020-01377. Section b. Box 5. Describe event or problem. This report is associated with MFR report number: 1.3005168196-2020-01376.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using packing coil lps, a velocity delivery microcatheter (velocity), and a non-penumbra sheath. During the procedure, the physician took a radial approach and was unsuccessful in placing the velocity into the target vessel. Therefore, the velocity was removed. Next, the physician successfully implanted one packing coil lp using a non-penumbra microcatheter. While attempting to advance the next packing coil lp from its initial position within its introducer sheath, the physician immediately encountered resistance. Subsequently, the pusher assembly became kinked where the wire and the plastic meet. Therefore, the packing coil lp was removed. The procedure was completed using non-penumbra coils, the same microcatheter. And the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 005168196-2020-01376.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using ruby coil lps, a velocity delivery microcatheter (velocity), and a non-penumbra sheath. During the procedure, the physician took a radial approach and was unsuccessful in placing the velocity into the target vessel. Therefore, the velocity was removed. Next, the physician successfully implanted one ruby coil lp using a non-penumbra microcatheter. While attempting to advance the next ruby coil lp from its initial position within its introducer sheath, the physician immediately encountered resistance. Subsequently, the pusher assembly became kinked where the wire and the plastic meet. Therefore, the ruby coil lp was removed. The procedure was completed using non-penumbra coils, the same microcatheter. And the same sheath. There was no report of an adverse effect to the patient.